Event description:
It was reported that during an angioplasty procedure, the pt2 light support guidewire broke. The physician attempted angioplasty of an occluded coronary artery. During the procedure, the pt2 wire was observed to have been broken resulting in a 5-10mm portion detached in the artery. After numerous attempts to snare the detached portion, it was decided to leave the portion in the pt as it appeared stable per the fluoroscopy.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.